Manufacturer narrative:
Device testing was performed by baxter puerto rico technician and a system error 345 was observed. It can not be refuted that the problem happened during that testing since the device was not returned for additional testing at baxter service depot and therefore will be treated as a confirmed problem with cause unable to be identified. A device history review revealed no issues that could have caused or contributed to the service finding event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter puerto rico, the device alarmed system error 322 (link switch error (low)). No additional information is available.